Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively, the pt had difficulty initiating urination. The first night after surgery, the pt was seen in the ER for urinary retention and was catherized to relieve 2000 cubic centimeters of urine. Fourteen days post-operatively, the pt returned to the surgeon's office for catheterization and was given catheters for self-catheterization. The pt did not do self-catheterization, but instead did relaxation exercises. Three weeks post-operatively, the pt experienced improvement with fewer problems with retention and no catheterizations needed. However, the pt then noticed urge incontinence. No medical or surgical intervention is planned.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.